Event description:
A (B)(6) customer from a healthcare facility reported that a patient was tested using 2 contour meters and received readings of 2.3 and 10.8mmol/l. A second comparison was performed using three contour meters and a laboratory test. The contour results were 11.2, 10.1, and 2.7mmol/l and the lab result was 12.7mmol/l. The differences between the comparison readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. It was requested that the test strips be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, patient information is not provided due to privacy laws.